Event description:
Unable to prime. Advised the customer that it might take up 10u to 20u before the infusion set is primed. It was informed that the customer ran 5.0u and the insulin did not exit. Then they took out the reservoir and placed it back, did another 5.0u and the insulin exited. Additionally, the customer's family member mentioned that the driver block is sliding while the driver arms are engaged.